Event description:
On (B)(6) 2022, dkk was informed that surgical lights at (B)(6) hospital and clinic had experienced rusting in the joints and corrosion and flaking of power coating. Majority of rusting and damage were present in crevices of light head and components, with paint flaking on components up high such as lower monitor arm hubs and light spindles. No patient involvement or injury has been reported.

Manufacturer narrative:
According to the distributor, improper cleaning by cleaning staff at the hospital might have caused this issue, but due to the high turnover with cleaning staff it was unable to confirm the cleaning process used for affected devices.